Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the proximal connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received at fisher & paykel healthcare in (B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint expiratory limb of the rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: a 12mm wide crack was observed across a section of the straight connector's collar at the patient end of the expiratory limb which propagated into a further five smaller cracks up to the other end. Another smaller crack approximately 5mm wide was also noted on the same collar. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the connector to crack. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for four days prior to the observed cracking. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the proximal connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after four days of use. No patient consequence was reported.